Manufacturer narrative:
Vasovagal syncope is a rare but well-known adverse reaction to hyaluronic acid filler injections or any other type of injection. It generally occurs as a body reaction to stress, which, in the context of dermal filler treatment, could be triggered by a phobia of needles, anxiety about the treatment, fear of blood, or pain. It generally lasts a few seconds and resolves spontaneously without sequelae. Of note, rha 4 is not indicated for use in the mid-face area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 07-oct-2024. A male patient was injected on (B)(6) 2024 with 0.2 ml of rha 4 in the midface. The injection was done with unspecified needle. (Gauge size: 27). Following the injection, the patient experienced a vasovagal syncope. The patient recovered and regained consciousness within minutes. Based on the information received, a vasovagal syncope due to teoxane product injection could not be ruled out. Thus, the case was assessed as reportable to the FDA. Despite several reminders, no additional information could be received. Thus, the complaint was closed as is. No further information was received at this stage. Further attempts will be made to obtain additional information.

Manufacturer narrative:
Vasovagal syncope is a rare but well-known adverse reaction to hyaluronic acid filler injections or any other type of injection. It generally occurs as a body reaction to stress, which, in the context of dermal filler treatment, could be triggered by a phobia of needles, anxiety about the treatment, fear of blood, or pain. It generally lasts a few seconds and resolves spontaneously without sequelae. Of note, rha 4 is not indicated for use in the mid-face area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6)2024. A male patient was injected on (B)(6)2024 with 0.2 ml of rha 4 in the midface. The injection was done with an unspecified needle (gauge size: 27). Following the injection, the patient experienced a vasovagal syncope. The patient recovered and regained consciousness within minutes. Based on the information received, a vasovagal syncope due to teoxane product injection could not be ruled out. Thus, the case was assessed as reportable to the FDA. Despite reminders no further information could be retrieved. Based on the resolution of the symptoms, the case was closed.